Event description:
Endostitch and v-loc suture malfunctioned and separated from the application device in the patient tissue. Spoke with dr. (B)(6) via phone. Reports that needle broke off during hysterectomy and lodged into vaginal cuff. States they were unable to find it manually or with ultrasound. States needle is approximately 5mm to be seen on x-ray. Unknown long term data but states there are no vital structures in that area and does not believe there will be any issues with it being retained. Husband of patient aware. Md plans to speak with patient today. FDA safety report ID # (B)(4).